Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she has had the bladder stimulator before and had to have it removed because it was too uncomfortable. Patient further stated that device was done years ago and was removed in 1999 because it was very uncomfortable. Patient later stated on the call that device was like a tens unit and when she turned it on, it was just so uncomfortable. It was verified if this was a tens unit or implant, patient stated it was a tens but later indicated she did not know what it was. Information provided by patient is unclear. No further patient complications have been reported as a result of this event" in the event description.